Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause could not be determined as the affected components were not returned for investigation. The exchanged parts were not available for investigation, however, the root cause was mainly investigated on expert discussions considering complaint description, system history and log files. The log files indicate a problem with the tube voltage during the event pointing to a possible problem with the board d600 which was exchanged on site. A problem with the exchanged power supply of this board is also possible because this power supply provides the d600 with power. The affected parts (d600 including power supply) have been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Resubmission of initial report as per FDA on 4/1/19.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During an interventional procedure, the user reported that no x-ray was available. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.